Event description:
A vaxcel pasv PICC was placed for therapeutic purposes on an unknown date. It was reported a hole was found at the insertion site (distal to the suture wing). The PICC line was replaced in 2005.